Event description:
Related manufacturer reference number: 2017865-2024-72714. It was reported that the patient presented in the emergency room with phrenic nerve stimulation. Upon interrogation, the atrial lead and the right ventricular (rv) lead failed to capture and sense. Chest x-ray was taken and showed that the atrial lead and the rv lead were dislodged. Both the atrial and rv leads were explanted and replaced. The patient was stable throughout.